Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed an out-of-range shock lead impedance with an unknown value due to the timing of the alert and transmission time. This right ventricular (rv) lead had a gradual rise in shock impedances over the last year ranging from 90 ohms to 122 ohms. The presenting and stored electrograms (egms) show appropriate device functions observed. The battery longevity is normal and other lead measurements are stable. The rv lead remains in service. No adverse patient effects were reported.